Manufacturer narrative:
Medwatch sent to FDA on 07/29/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately 8 months after injection to three sites on the cheeks with juvederm voluma with lidocaine patient developed a "hard encapsulation" below the injection area. The patient self treated with prednisolone and tikacillin for 10 days. Upon review, the physician injected hylase and prescribed antibiotics as the lump was "large and hard." Symptoms have improved, the "pain has disappeared and the bump softened."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard encapsulation, lump, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.